Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
The customer reported low oxygen supply. There is a leak between the (data acquisition) da , pcba and the flow sensor. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician replaced the defective da board to address the reported problem. The unit successfully passed the required performance verification test.